Manufacturer narrative:
H3 - device evaluation: the lens was returned in with moisture in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). This lens model is contraindicated for patients with age less than that of 21 years. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.50/+1.5/091 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced with another same model/length lens (the lens was implanted in the vertical position) and the problem was resolved. The cause of the event was unknown.